Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure, the procedure got delayed and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an error indicating the generator was busy starting up and that no x-rays were possible. The fse performed system troubleshooting and found all the phases and ground to be in working condition. The fse found that the output from the m cabinet was low. The fse removed the ovpb and checked the contactor where the carbon was deposited. The fse removed the contactor for the generator cabinet, disassembled and cleaned all the contacts. After the carbon was cleaned, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating the generator was busy starting up and that no x-rays were possible. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.